Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - driver for locking screw catalog# 00588102600 lot# unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown screwdriver, cat#: unknown lot#: unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04994.

Event description:
It was reported that the screw caught the hinge system and broke the screwdriver. There was a delay in surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported during the revision procedure, there was a two hour delay due to the surgeon trying to unblock the hinge screw with the screwdriver. The screw was caught inside of the femoral component being impossible to remove. The screw remained inside the component and not in patient anatomy.